Manufacturer narrative:
Investigation summary: one sample was received. It has no packaging flow wrap, it has the plunger rod-rubber stopper and 4ml of solution. It has no tip cap. The rubber stopper is at 7ml. There is 1/8¿ of separation between the rubber stopper and the plunger rod. No manufacturing issues were experienced during the production of these products. The posiflush sp syringe is designed to flush the IV line. Not to pull the plunger up and draw blood. Note, the syringe is not designed to drawing blood. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause off label use. The posiflush sp syringe is designed to flush the IV line. Not to pull the plunger up and draw blood.

Event description:
It was reported that during use the stopper separated from the plunger with a bd syringe 10ml short pr saline 10ml. The following information was provided by the initial reporter: rn was drawing blood. Flushed line prior to draw with 10cc syringe. Pulled back on syringe to get blood return and plunger came apart from stopper.